Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and experienced low blood glucose (bg) levels in the 40s (mg/dl). Reportedly, the customer's basal rate settings had been set too high and the customer needed the settings to be adjusted. To treat the low bg level, the customer consumed carbohydrates and glucose tablets.